Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported during surgery, driving noise decreased and the port of cutter did not close. The cut rate was 5000cpm. It was replaced with a stand alone cutter. No patient injury reported.